Event description:
A pt reported to lifescan that they were hospitalized and experiencing symptoms of low blood sugar. Their ot ultra meter allegedly had no power. There was no result on their meter. The result on the emt meter was 18mg/dl. Treatment was unk. No further info has been reported.